Event description:
The physician reported performing a difficult colonoscopy due to extra turns and right angles. The patient had severe abdominal pain post procedure. The patient was transfer for surgical repair of perforated colon.